Event description:
A malfunction was reported by the customer, identified by malfunction code malf 0, with no notable events occurring prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if any issues arose, which the customer acknowledged and understood.